Event description:
Broke nasal bone [facial bones fracture]. (B)(6) daughter using toothbrush slipped at sink, getting it stuck in mouth [foreign body trauma]. Case description: a consumer reported that her daughter, (B)(6), used a tooth toothbrush, version unknown 1 applic, 1/day on (B)(6) 2008 and reported the following: while using toothbrush slipped at sink, getting it stuck in mouth, broke nasal bone, brush lodged in sinus cavity. The child was transported to an emergency department by a rescue squad. Treatment: surgery to remove toothbrush. Lab tests included an MRI which showed fracture nasal bone with toothbrush lodged in sinus. The case outcome was unknown. Past medical history included: allergy - unknown, medical history - unknown. No further information was provided.

Manufacturer narrative:
Lot number not provided by consumer, product return requested from consumer, therefore, investigation results pending return of product from consumer.